Manufacturer narrative:
(B)(4). Date sent: 9/19/2024. D4: batch # 966c73. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with a tr45w reload loaded in the device. The reload was received fully fired with damage on the reload deck on the distal end. In addition, a tyvek was received along with the device. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. The event could not be confirmed as the device opened and closed without any difficulties noted. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 966c73, and no non-conformances were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? No further information can be made available.

Event description:
It was reported that during a appendectomy procedure, the customer complain that the light gray handle has been closed, dark gray handle has been closed. The light gray button then had problems, the release button was able to push, but the handles did not come loose. No patient harm nor significant delay reported.